Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported left side "in the inferior-external quadrant, para-mammary nodule / ganglion measuring 17 x 10 mm with no significant metabolic activity (suvmax 1.26). Heterogeneous axillary adenopathy measuring 1 cm with metabolism (suvmax 2.54), which does not have a fatty center and has slightly increased metabolism (suvmax 2.54)". Device has been explanted.